Manufacturer narrative:
Product ID 3966, lot# la1822, implanted: 2002-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3031a, serial# (B)(4). Product type programmer, (B)(4).

Event description:
It was reported that first device got broken. First device broke because patient fall down a set of marble steps. Fall occurred in (B)(6) 2005. Doctor said that the casing of the device might have cracked due to the patient fall.